Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on radius side assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ yellow particles observed inner the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Later, healthcare professional reported left side "deflated" then confirmed "left side not deflated, but capsular contracture, baker grade unknown." Additionally, healthcare professional reported "hole on patch side". Device has been explanted.

Event description:
Healthcare professional reported exchange with no complaint against the device. Later, healthcare professional reported capsular contracture, baker grade unknown. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.